Event description:
It was reported that the pump was dropped and the touchscreen became shattered. Reportedly, at the time of the call the pump was still functional. There was no reported impact to customer's blood glucose level.